Event description:
It was reported that during a lap nissen procedure, the harmonic scalpel was used for the first part of the case. Instrument was placed on the back table. When the surgeon went to use the instrument, he noticed that the tip had fallen off of the blade. Tip was found on the table. There was no reported patient consequence.

Manufacturer narrative:
Information not provided during initial contact. Information anticipated, but unavailable at this time.